Event description:
It was reported that deflation issue occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. A 2.00mm x15mm nc emerge balloon catheter was advanced for dilation. However, during the procedure, the balloon deflated slowly. The device was replaced, and the procedure was completed successfully. No patient complications were reported.